Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose for the past 2 months with blood glucose levels of 300 to 400 mg/dl at the time of the incidents. The customer used the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as these were past events. The customer also mentioned infusion sets not sticking during this time period. The insulin pump will not be returned for analysis.